Event description:
Event description cpi received information stating: during an upgrade for an implantable pulse generator (ipg), it was noted that this bipolar endocardial lead had dislodged. It was removed from service, and replaced with another cpi lead.